Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (add gel messages) was confirmed. As received, the belt failed incoming functionality testing. Upon evaluation, a pulse wire was open inside the trunk cable. The cause of the failure is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient was receiving "add gel" messages in the absence of a prior gel release.